Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy was deployed and a dissection was noted. A 2.25 x 16 synergy was deployed to cover the dissection and the procedure was completed successfully. The patient was stable post procedure.